Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, the lead exhibited loss of capture. All other electrical values were normal. The lead was explanted and replaced. The patient was in stable condition.